Event description:
It was reported that during a procedure on (B)(6) 2025, the staples did not properly disengage from the inserter, causing them to not be able to be inserted in the bone. A new implant was opened. Procedure successfully completed with no delay. There was no patient consequences.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: product code: el-1818s2 lot: mel240182 release to warehouse date: 12 june 2024 expiration date: 01 june 2029. Supplier: (B)(4) manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.